Event description:
A transfer set leak. The leak was noted while the clamp was in the closed position, however, the pt did not notify the nurse until 2 wks later. The transfer set had been in use for approx 3 weeks. Noted during use. There was no pt injury or medical intervention reported by the complaint coordinator.